Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, and appeared to have dislodged into the tricuspid valve. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that ventricular capture management trend showed the threshold rise to 2.5 volts in august 2014 and remained high or out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.